Event description:
During resmed evaluation, an astral device did not power up and had an unresponsive touchscreen. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The top case was replaced to address the reported complaint. Based on all available evidence, an investigation determined that the reported complaint was due to a defective top case. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).